Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the product is returned the investigation will be completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. The revision surgery was due to tibial component loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). Articular surface catalog # 00599403010 lot # 62131754 augment block unknown stem extension unknown complaint sample was evaluated and the reported event was not confirmed. Visual examination of cemented stemmed tibia and articular surface exhibits sign of use (nicked or gouged). The augment block & stem extension remain assembled to the tibia plate and bone cement remains on stem and back of tibial plate too. No further investigation can/will be performed on stem extension and augment as the product identification are unknown. Device history record was reviewed and no discrepancies were found. Medical records were not provided. Per package insert 87-6203-453-23 rev d nexgen cr, ps, cra, lps and lcck knee: loosening is known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.